Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board (acb) was recommended for replacement, but was declined by the customer. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board (acb) was recommended for replacement, but was declined by the customer.

Event description:
The hospital reported an error resulting in the loss of mechanical ventilation. There was no report of patient involvement.